Event description:
It was reported that the patient with this neurostimulator turned off their device and stated they slept well. The patient also felt that it was easier to use the restroom with the device off. The patient noted occasionally getting cramps in their buttocks with the device on. The patient was experiencing pain in their urethra, so their physician did a scope. The patient noted a possible future biopsy. They were told that the walls of their bladder were thickening and it was making their bladder smaller. They also were told that there was no cure. The patient did not have kidney stones or a urinary tract infection. The patient stated that they would keep their ins off until the patient has gone through procedures and testing. After leaving their stimulation off, the patient noted that it was easier for them to void and the cramping subsided. Further information reported that the patient had stimulation off, procedures were done. The patient had a catheter placed and was on antibiotics. Further discussions with the physician and patient will be done. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of muscle spasm, pain, and patient problem/medical problem were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator turned off their device and stated they slept well. The patient also felt that it was easier to use the restroom with the device off. The patient noted occasionally getting cramps in their buttocks with the device on. The patient was experiencing pain in their urethra, so their physician did a scope. The patient noted a possible future biopsy. They were told that the walls of their bladder were thickening and it was making their bladder smaller. They also were told that there was no cure. The patient did not have kidney stones or a urinary tract infection. The patient stated that they would keep their ins off until the patient has gone through procedures and testing. After leaving their stimulation off, the patient noted that it was easier for them to void and the cramping subsided. Further information reported that the patient had stimulation off, procedures were done. The patient had a catheter placed and was on antibiotics. Further discussions with the physician and patient will be done. There were no additional patient complications.